Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer fell and broke her hip. The customer was hospitalized due to the broken hip; however, it could not be verified if the fall was due to an insulin pump related issue. The caller stated that the customer may have had a possible low blood glucose value, but that was not confirmed. The insulin pump was not returned for analysis.